Event description:
A malfunction was reported on a customer's pump, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, helping with the reset process, and confirming the issue did not recur. The customer was advised to continue using the pump and instructed to contact support again if the malfunction reappears, which they acknowledged and understood.